Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely calcified proximal left anterior descending artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure the distal part of the stent strut was lifted. The procedure was completed with another of the same device. There were no patient injuries reported.